Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that the patient's ipg was inoperable due to not charging. Surgical intervention occurred to explant and replace the ipg. Surgery addressed the issue.